Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one rcfw-18.0p-38-30-rb with another manufacturer¿s device lodged inside of the sheath was returned to cook for investigation. Biomatter was present on the device. There was no visible damage to the sheath. The lodged device was removed from the sheath. The sheath¿s outside and inside diameter were measured and found to be within specification. The sheath check-flo cap and body were disassembled to find a 7.5cm section of the lodged device inside the check-flo. The silicone disk was inspected and found to be torn. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. An IFU is also provided with this device, which states ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ it further notes, ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ and, ¿before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline.¿ based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous endovascular aortic stent placement, the stent deployment device was unable to be removed from a performer introducer after release of the stent. The user had to remove the deployment device and the introducer together. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but is not available at this time.